Event description:
Elderly male was started on a propofol infusion at 5 mcg/kg/min using a weight of 55kg. Approximately 5 minutes after the infusion started, it was discovered that the propofol bottle was nearly empty. We immediately stopped the infusion. At least 6 separate staff members confirmed that the pump was programmed correctly (including 5 members of the pharmacy department) - we confirmed the pump settings, and it was set to run at 1.7 ml/hr. The patient required 2 bolus doses of epinephrine (20mcg IV each) as his sbp dropped from nearly 200mmhg to 70's. It appears that there was a major pump malfunction that occurred.